Event description:
It was reported that a small volume intermate had particulate matter in the reservoir. This was observed during filling. There was no patient involvement. Additional information was requested and is not available. This is medical device report 3 of 3

Manufacturer narrative:
(B)(4). The lot was manufactured on june 6, 2014 to june 11, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.